Event description:
A 19-yr-old, male with a history of aortic insufficiency and congenital aortic stenosis (s/p surgical valvotomy. S/p extended aortic root replacement with homograft) required valve explant due to aortic insufficiency. Upon explant valve was found to be completely destroyed with large holes in all cusps. Significant and severe calcification was noted on the leaflets and conduit. Valve was replaced with another homograft.